Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was involved in an automobile accident and afterwards he experienced overstimulation. The pt turned his scs system off after the overstimulation occurred. Pt did not know if the issue occurred while stimulation was on or off. Surgical intervention will be taken at a later date to address this issue.